Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload was partially fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Staple pushers were sub-flush. Functionally the reload was loaded into a post market vigilance instrument and applied to test media. All remaining staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: for the first firing for resection of right upper lobe during wedge/segmental resection, the surgeon clamped the tumor with p.n.catch and fired the device along the line of p.n.catch. Then the surgeon started the second firing, however the device stopped at the second squeezing of the handle. Then removed the device from the tissue and however oozing occurred at site of incomplete staple line. Replaced by new device , the surgeon re-stapled over the original staple line and the firing was completed with no problem. There was tissue damage and oozing bleeding occurred as a result of the issue. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.